Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for less than one hour and patient experienced pain due to the reported issue.

Manufacturer narrative:
The device was received fully deployed. Inspection of the soft cannula found no exposed formed needle that would have indicated that the formed needle failed to retract. The download data showed that the device ran for 55 pulses, 43 of which were first prime pulses. No timeouts, drive stalls or alarms were observed. Inspection of the needle mechanism assembly found no damages or deficiencies that would have resulted in the formed needle failing to retract. During investigation, the needle mechanism was manually reset into its loaded position using the lock and load fixture. Rotation of the ratchet gear deployed the needle mechanism as intended. Although no problems were found with the needle mechanism, the cause of the event cannot be determined. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause pain during insertion and no issues were found. The exact cause of the pain could not be conclusively determined. No other damages or deficiencies were observed during the investigation.